Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the opened up drawer and found latch assembly was loose and missing bolts. The field service engineer was able to resolve the issue by replacing hex nuts on latch assembly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.